Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. One 3fr single-lumen (s/l) per-q-cath PICC was returned for investigation. The length of the 3fr tubing had not been modified from its manufactured length. The stylet had been removed from the catheter and was not returned for investigation. The t-lock extension set remained attached to the connector. A functional test revealed four spraying leaks in the catheter tubing near the tapered end of the molded hub. The damage within the catheter was greater than what was observed on the external surface of the tubing. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter or using force to remove the stylet. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recz0311 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in brazil.

Event description:
It was reported "a carefully removal of the guide wire and when salinizing / testing the catheter, leakage is visualized." Device was not used on the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz0311 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported "a carefully removal of the guide wire and when salinizing / testing the catheter, leakage is visualized." Device was not used on the patient.